Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inputting incorrect settings in the pump).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) levels have been higher than normal since they setup their new pump themselves. The patient reported that their bg was 500mg/dl with mild symptoms of tiredness. The patient delivered a bolus with pump for correction. The patient stated that after previous representative reviewed new pump they found that basal rate was incorrect and patient did not put in any advanced features. Previous representative assisted patient with inputting settings per old pump. The patient¿s current bg is 270mg/dl with no symptoms. This report is being made due to bg excursion the patient experienced due to the patient inputting incorrect settings in the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.